Event description:
It was reported that the patient presented for a generator change. During the procedure, it was noted that the right atrial (ra) lead and right ventricular (rv) lead were stuck in the pacemaker header even after the setscrews had been removed. Both leads were separated from the pacemaker with the aid of bone cutters, and the ra lead was successfully removed. The insulation ring of the rv lead was stuck in the header while the rest of the lead was removed. The rv lead was capped and replaced on (B)(6) 2025. The ra lead remained implanted and was connected to the new pacemaker. The patient was in stable condition.